Event description:
The facility had reported an infusion pump with a failure code 810:04. The facility rep had stated that no pt injury or medical intervention had been involved with the pump. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.